Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified foreign material inside the v is-1 and svc df-1 set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that during device replacement procedure, is one connector could not be unscrewed. Device was not used and was replaced. Patient was stable.